Event description:
Follow-up information revealed the patient had impedance checks and multiple reprogramming sessions prior to surgery, which did not resolve the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective therapy for the scs system. As such, the patient underwent surgical intervention on (B)(6) 2019, wherein the lead was repositioned. Effective therapy resumed following the procedure.